Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on approximately (B)(6) 2025, the cgm reading was displaying low for 14 hours. No specific cgm reading was reported. During this time the pump did not administer insulin, which caused the patient to experience diabetic ketoacidosis. No specific symptoms were reported. It was reported that the patient was hospitalized, but no specific information regarding the duration of the stay at the hospital was reported. Medical or surgical treatment would have been necessary, but no specific treatment was reported. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2025-172229 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.